Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a damaged power module housing was confirmed. Visual inspection of the returned power module (B)(4) revealed that part of the bottom and top housings had cracked and broken off. There was damage to the battery clip. The damaged top and bottom housings were replaced with all the necessary parts. Added a new 12-volt sla battery. A full functional checkout was then performed, and the unit passed all tests. The unit (B)(4) was converted to be a rental device and then forwarded to a rental/loaner pool. A specific root cause for the damaged housings modules was not able to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were cracks on the outer casing of the power module.